Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had insulin flow blocked alarm and also insulin pump was not working and insulin was exited. Customer was performed self test and displacement test and it was passed. It was unknown that customer was using auto mode or not. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08705 inches. No unexpected insulin flow blocked alarm noted during testing. Device was monitored for several days and no unexpected battery power loss noted. (B)(4).